Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown: omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been to the emergency room with hyperglycemia on (B)(6) 2025. The patient's blood glucose levels reached above 400 mg/dl while wearing the pod between 36 and 48 hours. When removing the pod from the infusion site (arm), it was found that the infusion site was a little red, irritated and bruise mark. Symptoms reported include nausea, horrible headache, blurry vision and throwing up. The patient was treated with an insulin shot. The patient was discharged the same day at midnight. The pod was removed at the emergency room.